Event description:
Customer reported she was unable to test due to a port issue with her adc meter and noted the "test does not start after blood sample was applied". Customer further reported that as a result of being unable to test she felt her "sugar was low", she was "shaky" and experienced "excessive sweating" which resulted in a seizure and a loss of consciousness. Customer self-treated with food and then self-presented to a local health care facility where she was diagnosed with hypoglycemia. Customer was given a "a1c test" (hemoglobin a1c), had an adjustment to her insulin and was given a new "relion confirm" meter. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
Investigation on the reported product is complete. The meter powered on with button press and insertion of both the calibration bar and test strips. No observation of meter turning off after calibration bar or test strips inserted. Control solution testing was also performed. All results were within range specification and no errors were observed. No new issues were observed. The complaint is not confirmed.

Manufacturer narrative:
The device has been returned and the investigation is in progress. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Note: the device manufacture date is unknown. (B)(4).